Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis multifocal zmb 23.5 was explanted after the patient was dissatisfied with their visual outcome. The surgeon indicated the patient was a poor candidate for a multifocal lens. There was no quality issue with the intraocular lens. The lens was discarded in the field.